Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia and new zealand (oaz). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oaz, omsc considered that the reported phenomenon was attributed to the failure of the cable unit due to the excessive force being applied etc. By the user handling. Olympus stated the appropriate handling of ch-s400-xz-eb and the counter measures against abnormalities in the instruction manual of ch-s400-xz-eb.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. (B)(4) found the camera head communication error e224 was displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the scope communication error b30 was displayed.there was no report of patient injury associated with the event.